Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter a high bg reading of 255 mg/dl, when compared to a bg reading of 103 mg/dl from her non-dario meter.

Manufacturer narrative:
Dario's representative made multiple attempts to contact the user in order to troubleshoot, however the user did not answer any of dario's phone call attempts. The user responded by email and stated that she has been using dario for about three years, and got accurate bg readings so far, but since (B)(6) 2024 began experiencing high bg readings when compared to other glucometers. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.